Event description:
(B) (4)

Event description:
It was reported the lead was explanted and replaced due to no capture at maximum outputs, signs of fracture, no sensing, and impedance greater than 9999 ohms. "During explant, gentle tugging caused the lead to completely break apart." No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) distal conductor fractured. Full lead in segments returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.